Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml) at a dose rate of 1266 mcg/day. The patient's indication for pump use was intractable spasticity and spinal cord injury/spinal cord disease. The patient was at the healthcare provider's (hcp) office where the pump motor had stalled and was alarming. The hcp had tried changing the dose and updating the pump, but the pump was still alarming. The motor stall was discovered when the pump was initially interrogated. The patient had not had an MRI. The motor stall began at 07:17 on (B)(6) 2015. The patient had experienced increased spasticity. Additional information has been requested, but it was not available at the time of this report.